Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the lightsource unit is displaying an error code/error message.